Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of the customer's experience was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that during shift change the nurse noticed that the IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. As a result the patient's antibiotic medicine leaked. There was no patient harm.